Manufacturer narrative:
Evaluation summary: the devices were not returned, therefore, their condition is unknown. No x-rays were returned. Time in vivo was not provided. Surgical notes from the primary surgery and any subsequent surgeries were not provided. It is unknown whether the fit and orientation of the acetabular components was performed as per surgical technique. Instrumentation used is unknown. Patient factors that may affect the performance of the components such as type of activity, rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unknown. Based on the above information and observations, one or a combination of the following events may have caused the liner to dissociate from the shell: misalignment of the shell in the acetabulum; the locking ring on the shell broke during liner insertion; the liner was not fully seated in shell; screw(s) inserted proud of inner diameter of acetabular shell may have led to abnormal stresses on liner; patient factors such as activity level, type of activity, and compliance with rehabilitation protocol. However, the exact cause of this situation cannot be determined with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the devices were revised due to disengagement between the shell and the poly liner.